Event description:
The customer reported that there was no power to the laser indirect ophthalmoscope (lio) during a procedure. The patient had diabetic retinopathy and the eye was full of blood. The doctor was not able to see well enough to proceed and finish the case. The patient was blocked and intubated. The procedure will be rescheduled after the system has been checked. One case was cancelled.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem of no power with the lio. The cable fiber was replaced due to having a kink about 10 inches away from the connector. Investigation, including root cause analysis is in progress.